Event description:
Procedure performed: subtotal gastrectomy event description: hospital: [name of hospital] "sealing vessel. The jaw of voyant maryland model got stuck after the seal cycle and couldn't take off the jaw due to stickiness. No clinical impact. The user used a monopolar device to detach the voyant jaw from the vessel." Additional information received on june 4, 2024 by the field team through email: "with reference to your question, there were no bleeding because dr.[name redacted] used a bipolar device to seal the vessel and he took off the jaws after this step. I believe this is identified from the videos that are shared for the reference." Intervention: the user used a monopolar device to detach the voyant jaw from the vessel. Patient status: ni.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with videos of the event. Testing was performed on the event unit. The complainant¿s experience could not be replicated as the event unit met current specifications and there were no visible non-conformances. However, visual inspection of a provided video confirmed the complainant¿s experience of insufficient hemostasis. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event was initially reported based on the description of the event. However, based on further examination of the event description, applied medical determined that this event is not reportable as it is unlikely to cause of contribute to death or serious injury. Corrections were made to section d1. Brand name and section h6. Impact code and device code.

Event description:
Procedure performed: subtotal gastrectomy. Event description: hospital: [name of hospital] "sealing vessel. The jaw of voyant maryland model got stuck after the seal cycle and couldn't take off the jaw due to stickiness. No clinical impact. The user used a monopolar device to detach the voyant jaw from the vessel." Additional information received on june 4, 2024 by the field team through email: "with reference to your question, there were no bleeding because dr.[name redacted] used a bipolar device to seal the vessel and he took off the jaws after this step. I believe this is identified from the videos that are shared for the reference." Intervention: the user used a monopolar device to detach the voyant jaw from the vessel. Patient status: no patient injury or illness has occurred as a result of this event.